Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein both leads were explanted and replaced. During the procedure the physician was unable to remove the electrodes of the s1 lead. The physician trimmed the lead down as close to the electrodes and remains implanted in patient. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The UDI is unknown because the serial number was not provided.

Event description:
It was reported that the patient was experiencing ineffective therapy due to autoreducing on both leads due to high impedances. Surgical intervention may be pending to address the issue.